Event description:
An endeavor resolute rx drug-eluting stent, length 30mm, diameter 2.75 mm was intended to treat a 80-90% stenosed cx lesion in a pt. It was reported that the device did not pass the lesion, and on removal from the pt, the stent struts were damaged. The lesion was pre-dilated with a 2.5 x 20mm balloon prior to attempted stent placement. A smaller resolute was successfully implanted to treat the lesion. No pt injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation results: (failure to deliver stent, stent deformation). (Stenosis, calcification). Conclusions: (stenosis, calcification). Eval summary: the device was returned to medtronic for eval. The stent was positioned on the balloon between the inner shaft markers and balloon pillows, as per specifications. A number of struts on the 10th, 12th, 13th, 14th and 15th proximal segments were deformed with some struts slightly raised and overlapping. The struts on the 11th proximal segment were raised and damaged. A number of struts on the 6th and 7th distal segments were deformed and slightly raised.